Manufacturer narrative:
B5 - reportedly, medical or surgical intervention were not necessary. Per the complaint questionnaire the issue was reported as "resolved". The status of the eye is "all fine". No injury reported. Additional information provided states "the clinic planned an outcome of -0.75dpt but the final outcome was about 0.00dpt. It's ok for the patient and currently wish no further treatment". Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -6.00/1.5/159 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise, lens remains implanted. The cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.